Event description:
On 09/13/2024, a sales representative reported via sems-(B)(4). That (B)(4) of an ar-3519h hip avn disposables kit had the back part that connects to the t-handle break off mid-case when he started to use the expandable reamer. They both broke very quickly. The surgeon reamed by hand to complete the case. This was discovered during a procedure, with no reported patient harm. Additional information has been requested.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information g3, h3, h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to misuse/mishandling due to damage to the device.